Manufacturer narrative:
This is a report of a use error where the patient did not make a secure fit between the cassette and heater bag before beginning therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it instructs the user to check lines for disconnected solution bags. It provides step-by-step instructions for connecting the solution bags. It warns the user that if a bag becomes disconnected during therapy, the user should follow the end therapy early procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the homechoice cassette disconnected from the heater bag. This event occurred before use while the patient was not connected. This was determined to be use error. The technical service representative reviewed proper connecting method with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.